Manufacturer narrative:
Literature citation: preisendorfer, s., et al. (2025). A real-world comparison of left atrial appendage occlusion using two commercially available devices. The american journal of cardiology, 257, 1-6. B3: literature publication date used as event date as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that deaths occurred. A retrospective article following left atrial appendage closure (laac) procedures utilizing the watchman flx device in a real-world comparative analysis. The study retrospectively evaluated 194 patients who underwent watchman flx implantation between september 2021 and june 2023 at five hospitals within a large u.s. Healthcare system. In summary, the literature reports deaths associated with watchman flx implantation. One (1) death occurring a few hours post-procedure following pulseless electrical activity cardiac arrest of unknown etiology, within 45 days post-procedure, all-cause mortality occurred in 2 of 187 patients, and at 6-month follow-up, all-cause mortality was reported in 7 of 185 patients.

Event description:
It was reported via journal article that deaths occurred. A retrospective article following left atrial appendage closure (laac) procedures utilizing the watchman flx device in a real-world comparative analysis. The study retrospectively evaluated 194 patients who underwent watchman flx implantation between september 2021 and june 2023 at five hospitals within a large u.s. Healthcare system. In summary, the literature reports deaths associated with watchman flx implantation. One (1) death occurring a few hours post-procedure following pulseless electrical activity cardiac arrest of unknown etiology, within 45 days post-procedure, all-cause mortality occurred in 2 of 187 patients, and at 6-month follow-up, all-cause mortality was reported in 7 of 185 patients.

Manufacturer narrative:
Literature citation: preisendorfer, s., et al. (2025). A real-world comparison of left atrial appendage occlusion using two commercially available devices. The american journal of cardiology, 257, 1-6. B3: literature publication date used as event date as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx left atrial appendage closure device with delivery system remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman flx left atrial appendage closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx left atrial appendage closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest), and death. Risk review: a risk review was completed and confirmed that the events of arrhythmia (cardiac arrest), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.